Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2017 with blood glucose level was over 1200 mg/dl at time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin injection through intravenous route. The device will be returned for analysis.

Manufacturer narrative:
Additional information related to button issue has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the act button was not working.